Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was found to be in hardware backup mode during follow-up in clinic. Device will be explanted. Patient did not experience any adverse consequences.